Event description:
It was reported that the patient received two shocks for vf (ventricular fibrillation) and fvt (fast ventricular tachycardia) detection, which appeared to be due to af (atrial fibrillation) with rvr (rapid ventricular response). The patient was noted to have a history of af. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).